Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that the physician elected to proceed with impella placement and performed preclosure of the left femoral artery using two perclose devices. On the second perclose, ¿foot wasn¿t deployed correctly¿ and bleeding was noted at the access site, and the procedure continued. The access was upsized to a 14-fr peel-away sheath, and the impella device was inserted. During the peel-away exchange, significant bleeding was observed around the repositioning sheath. The surgeon decided to completely removed the device and a new 14-fr sheath was placed in the left femoral artery. Post-closure was attempted; however, unable to get bleeding under control, and a 16-fr cook sheath was placed. The impella cp was inserted through the cook sheath and initiated with appropriate flow. The repositioning sheath was advanced to the level of the blue suture hub. The patient was transferred to the ICU, no bleeding. Approximately one hour later, significant bleeding was noted around the arterial sheath, a femstop device was applied. The decision was ultimately made to consult vascular surgery and remove impella. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: no product return. Access site adverse event/major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history lot: device lot : 1980825. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.